Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-jul-25. After speaking with the patient, it doesn't sound like they are having any issues charging. It¿s possible their charging may be taking them a little longer due to coupling changes. The patient is happy with the amount of time and frequency of their charging. They are going to keep track of how long it takes them to charge every day for 2 weeks and then the rep and patient are going to look at that to see if there is any abnormality. The patient said that they have been charging the same way for the last several months. To clarify, the patient does not perceive there to be any issue. The rep alerted patient services because they wanted to double check that the patient¿s charging intervals were normal. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regular pain syndrome type I. Beginning on an unknown date the patient was having trouble charging. They have to charge daily and charging is difficult. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue but the rep would follow up for more information. Nothing has been done yet. The rep called the patient and left a voicemail. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.